Event description:
Reportable based on device analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 32mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was severely kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was also noted that the distal end of the stent was damaged. This type of damage is consistent with the stent meeting resistance upon advancement. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).